Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally it was reported that a cartridge change error occurred. Reportedly, the customer reverted to manual insulin injections. Customer¿s blood glucose level was 117 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.